Event description:
It was reported that during the stay in hospital the patient suffered syncope and was resuscitated, but without success. The patient died. Hospital stay was not for cardiological reasons.

Manufacturer narrative:
The pacemaker and the proximal fragments of the leads were returned and subjected to an extensive analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. Enitra 8 dr-t: upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 85%. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Solia s 53 and s 60: upon receipt, both leads were found cut approx. 10 cm distal to the is-1 connector pin. Only the proximal fragments of the leads were available for analysis. In the course of the visual inspection, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead fragments proved to be without fault throughout its inspection. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem of the available lead fragments.